Manufacturer narrative:
Unit was received with a critical pump error (open book image) alarm due to moisture damage electronic assembly. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self tests due to critical pump error (open book image) alarm. P-cap / reservoir locks properly into place. Unit received with cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error alarm. The customer stated that insulin pump had crack on the retainer ring and reservoir was able to lock into place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.